Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that approximately six years following the implant of this 18 mm transcatheter pulmonary bioprosthetic valve (tpbv), the valve was explanted and replaced with a 26 mm valved conduit. The reason for explant was not reported. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.